Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a failed transmitter error was reported for transmitter ID (B)(4). Product was provided for investigation. The problem was confirmed for transmitter ID (B)(4). The device was visually inspected and no defect was found. Voltage testing was performed, and the test failed. A review of the downloaded data log confirmed the reported event of a failed transmitter error. The probable cause was determined to be a low transmitter battery. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional patient or event information is available.